Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro would not turn off because the toggle switch stuck. The device began smoking and the tip was charred. A replacement unit was connected to the same extension cable and power supply to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet received the device on 11/11/2009. The visual inspection showed that the hemopro tissue welder was still attached inside the cannula. The cold jaw boot insulations had a burnt mark and the cutter wire was burnt. It was also observed that the blunt tip has a burnt mark. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).